Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that intermittently the table will not go up. There was no report of a rescan. The philips field service engineer (fse) confirmed that the patient was moved to another CT system for the procedure. The fse reported that there was no issue with vertical motion, but the issue was with horizontal motion. The fse stated that when the customer was utilizing the joystick for in/out table motion, the table sometimes moved in the opposite direction or did not stop immediately when the joystick was released. The fse evaluated the logs and found a s_command_button_stuck_error had occurred. The fse evaluated the system and determined that the joystick was damaged and replaced the joystick to resolve the issue.